Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles in the infusion set tubing. The customer's blood glucose was 140 (mg/dl). Tandem technical support instructed the customer to prime the tubing while disconnected from the pump to clear the air bubbles.